Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure in the aortic position, following successful valve deployment when negative was pulled, blood was noted in the syringe.  Once the device was out of body, a pinhole was noted on the balloon.  It is perceived that the pinhole was caused by the patient's stj calcification.  Per report, there was calcification in the stj right where the pinhole occurred.

Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation, as it was discarded by the facility. No relevant imagery of the event was provided. During manufacturing, the delivery system underwent multiple 100% inspections. The inflation balloon was 100% inspected for balloon double wall thickness, visually inspected for defects and cosmetic appearance, under minimum 8x magnification. The crimp balloon was 100% inspected for balloon double wall thickness, visually inspect for defects and cosmetic appearance, under minimum 8x magnification. The delivery systems was 100% leak tested before final quality inspection. The device underwent 100% final inspection by manufacturing and quality. The inflation and crimp balloons were 100% visually inspected for distorted/pinched folds, wrinkles/waviness, and fold lines. During the inspection, the balloon cover is removed as needed and replaced after inspection. The entire device was visually inspected for damage (e.g. Kinks, cuts). Product verification (pv) testing was also performed on a sampling basis. All samples from the lot passed pv testing. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events. A review of the lot history revealed no other complaints for ¿balloon ¿ leakage¿. A review of complaint history from june 2017 to may 2018 for the commander delivery system (all models and sizes) revealed additional complaints for ¿balloon ¿ leakage¿. No manufacturing non-conformities were identified in the returned samples. A review of complaint data revealed that the complaint rate exceeded the may 2018 control limits for the applicable complaint trend category (¿leakage¿). The command delivery system instruction for use (IFU), the device preparation manual and the training manual were reviewed for guidance related to the reported event. No IFU/ training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Because no device or imagery was provided for review, the complaint for ¿balloon ¿ leakage¿ was unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event; however, a review of the lot history, DHR, complaint history, and manufacturing mitigation supports that it is unlikely that a manufacturing nonconformance was a contributing factor. Further, a review of the IFU and training manual revealed no deficiencies. A review of complaint history and information provided by the complaint site suggest that patient factors contributed to the reported event. As noted in the complaint description, the leakage was noted after successful valve deployment and there was calcification in the stj right where the pinhole occurred. It is likely that this calcification impinged on the balloon before/during inflation, ultimately causing a leak. As such, the root cause for the report event can likely be attributed to patient factors; however, a definitive root cause is unable to be determined at this time. No manufacturing or IFU/training inadequacies were identified. Available information suggests that patient factors (stj calcification) contributed to the reported event. Review of complaint history revealed that the occurrence rate for the trend category ¿leakage¿ exceeded monthly control limits. Although the trend category of ¿leakage¿ exceeded the may 2018 control limit for the commander delivery system, the presence of a manufacturing nonconformance was unable to be determined due to the unavailability of the device. Review of available information identified no product non-conformance or IFU/training manual deficiencies related to this issue. As such, no corrective/preventive actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.